Event description:
It was reported the camera head exibited ¿error 231¿ message on the screen monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no additional findings.therefore, it was determined that the product specifications were met. A device history review revealed no anomalies were identified. This issue is addressed in the instructions for use (IFU): precautions for use (warning) if any abnormality occurs during use, such as disappearance of the endoscope image or inability to adjust the focus, the following items must be strictly observed, and use of the product must be discontinued immediately. This may lead to serious injury. Turn off the power to the video system center once and then immediately turn it back on to see if the images recover. If the image returns, pull the endoscope away from the patient while viewing the image and discontinue use. If the image does not return, remove the camera head from the endoscope and pull out the endoscope while looking directly into the eyepiece of the endoscope. If various types of surgical instruments are in use, pull out the instruments in the safest way possible before pulling out the endoscope. How to recognize and deal with anomalies. E231 error error message: otv/endoscope failure cause: critical problem that cannot be isolated as to whether it was caused by the enclosure or the videoscope solution: 1 turn off the power. 2 please contact to olympus. Olympus will continue to monitor the field performance of this device.